Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 565 mg/dl. The customer stated that high blood glucose by air bubbles. The customer was treated with IV drip, insulin drip and was discharge. The customer's mother reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The troubleshooting was stopped at this point because the customer is not experiencing air bubbles right now.